Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? The complaint did not cause other injuries to the patient except for the extension of the surgery time due to the replacement of a new suture in the middle of the surgery .

Event description:
It was reported that a patient underwent a c-section procedure (B)(6) 2022 and suture was used. During the procedure, it was reported that the patient was sent to the operation room for surgery at 9:40. The problem of pulling off suture needle happened when sewing the skin during the surgery. Another like device was used to complete the surgery there were no patient consequences reported. Additional information was requested.